Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of nine (9) years, eight (8) months. The reason for re-operation was due to prosthetic valve degeneration leading to moderate mitral insufficiency. A 29mm transcatheter valve was implanted with no reported complications.

Manufacturer narrative:
Device remains implanted. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.